Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplements 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent a fracture reduction procedure of the zygomatic arch on (B)(6) 2010 and suture was used. During the procedure, the needle broke under the arch. The surgeon was unable to remove the needle pieces. Given the risk of injury to the facial skin, it was decided to leave the needle in place.